Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case involving a 29mm sapien 3 valve implanted in the aortic position by left transfemoral approach. Resistance was encountered during insertion of the commander delivery system through esheath, described as a ''jump when passing the tip.'' Upon the delivery system reaching the tip of the sheath, the distal tip was torn. There were no difficulties during delivery system withdrawal or esheath removal. No patient injury occurred, and the patient remained in stable condition.